Event description:
Location: infusion therapy procedure: infusion issue; when the port kit was opened, the safety over the needle was already activated prior to use. New one obtained and used without further issue. Manufacturer response for general surgery tray, medline industries, inc. (Per site reporter). Will obtain.